Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left/right iui, latch spring, flange retainer, and wiper seal. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/08/2010 to present date 11/20/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
(B)(4).

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, barrel clamp, left/right iui, latch spring, flange retainer, and wiper seal. A review of the device history record for sn: (B)(6) was performed from date of manufacture 10/08/2010 to present date 11/20/2020, and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Broken/damaged: on (B)(6) 2020 07:46:41 rfc_repairs (rfc_repairs) po for (B)(6).